Event description:
A physician reported that at approximately 80 reps they observed grey blisters forming on the eyes of a patient they were treating with the thermage cpt system. The treatment was stopped after this observation. The treatment was performed at a 2.0 power level. The treatment tip was inspected prior to and at the 50th rep during the treatment and no abnormalities were observed. The doctor reported ample coupling fluid was used and a third party plastic eye shield was being used. No secondary treatment was administered. Available pictures of the event were reviewed and inflammation and post inflammatory hyperpigmentation are visible mainly on the left upper and lower eyelids, additional redness and inflammation are visible on and around the nose on both sides.

Manufacturer narrative:
Data log and treatment tip related to this event were returned and evaluated. Evaluation of the treatment data indicates that the hand piece, system, and treatment tip performed as expected. Evaluation of the treatment tip confirmed tip attaches and functions as intended. Tip passed leak, flow, and thermistor testing. Tip failed visual inspection due to the observance of a dent on the tip surface. It can not be determined how the dent happened. Per the evaluation it is unlikely that dents can contribute to the reported event. Functional testing was performed with no errors or other issues observed. A review of the device manufacturing record is in progress, but not yet completed. Based on available information no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
According to thermage cpt system technical user¿s manual burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The treatment tip and data-card logs were returned for evaluation. Evaluation of the treatment tip found no issues related to this event. Customer reported no system errors occurred during treatment. Evaluation of the data showed the handpiece and system performed as expected. Unable to confirm customers account of burn/blister coming from tip. There was no product problem identified. Based on the available information, burns and blisters are known possible patient reaction to thermage cpt treatment.